Manufacturer narrative:
(B)(6). Investigation summary: 1 actual sample without packaging was returned for investigation. The sample was subjected to visual inspection. Embedded brown fiber fm was observed in the cannula hub of the returned sample. Upon closer inspection, the fm was found to be a cluster of brown fibers. The cluster of brown fibers was subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the fibers had matched with cellulose. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: a cluster of brown fibers was observed embedded in the cannula hub of the returned sample, which was found to be cellulose. Root cause description: cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. The fm was found embedded in the needle hub and not a loose fm, hence, it will not have the potential to enter the blood stream. Furthermore, the needle hub was produced by the supplier. A scar (B)(4) has been issued to the supplier to do further investigation. Rationale: a scar (B)(4) has been issued to the supplier to do further investigation.

Event description:
It was reported that there was foreign matter in the bd angiocath¿ plus. There was no report of exposure, injury, or medical intervention.